Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the vertek arm was not working as it should and that it would not remain fixed. No patient was present at the time of the event.

Manufacturer narrative:
The vertek arm was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Neither end of the returned vertek arm locks down completely when the handle is tightened. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.